Event description:
Per the initial report, the home pt stated that she was overfilled by the homechoice pro device. The home pt stated that she accumulated fluid over an unspecified time period and had to go to the hosp for this condition. The home pt claims the doctor put her on capd in the hosp and she drained off 30 pounds of fluid over an unspecified period of time. The home pt's reason for this initial call is because she insists that the homechoice pro device was not draining her properly and she insisted on a swap.